Event description:
It has been reported that the tibial insert showed considerable motion when initially locked together. The surgeon was unhappy with the amount of toggle and opted for another insert which locked more positively. There was no adverse consequence for the patient or delay in surgery or anesthesia time.